Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time. The device has not been repaired for the reported condition. Additional: a service history review revealed that this device has not been previously serviced for the reported condition.

Event description:
During service a baxter employee reported a colleague infusion pump with an air-in-line alarm that occurred during the downstream occlusion test. It was later confirmed by service that this was a false alarm. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.